Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Beginning on the day after the onset, the patient was treated with vancomycin 2 grams per 2 liters (route, frequency, and duration not reported) and fortum 1 gram per 2 liters (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.